Event description:
Following a recent cardial catheterization, an angio-seal device was deployed. The pt developed a localized thrombosis of the right femoral artery, which required surgery. A right femoral thrombectomy and removal of angio-seal device was performed. The pt is reportedly in stable condition.